Manufacturer narrative:
The field service representative (fsr) could not replicate the reported complaint. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message. The occlusion was adjusted but the message persisted intermittently. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe any belt slip messages when running the pump except when deliberately caused by over occluding the pump. It ran as expected and passed all testing after being ran for approximately 23 hours. The pump functioned as expected. Per data log analysis, on 01mar2022 the roller pump labeled cardioplegia (cpg) reported several 'underspeed (head < demand)' events and several 'underspeed (belt slip)' events. The log confirmed the complaint.

Manufacturer narrative:
Updated block:h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.